Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced intermittent communication between the ipg and external devices. The patient believed his programmer displayed a communication error message. Surgical intervention was undertaken and the ipg was explanted and replaced with a different model.